Event description:
It was reported that approximately three weeks post device changeout, the right ventricular lead had triggered a lead warning for low impedance and "spikes" were noted in the chronic lead impedance trend with a lifetime minimum of less than 100 ohms to a maximum of 548 ohms. The low impedance was not able to be replicated in the office. The polarity was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator, (B)(6) 2014. (B)(4).